Manufacturer narrative:
(B)(4). A service history review revealed that this device was not previously serviced for the reported condition. Baxter has performed a trend review and found that similar reports have been received for the reported condition. The root cause investigation is in progress through (B)(4).

Event description:
The facility representative contacted baxter to report a colleague infusion pump with the reported condition "808:02 error relating to pumphead mech". It is unknown when this event occurred. The facility representative stated that there were no reports of patient injury or medical intervention. No additional information is available. During product evaluation at baxter it was discovered that the event occurred during infusion and there was an interruption during delivery. There is no further complaint information available. The user interface module master software version for this device is 5.09.90, categorized as remediated.

Manufacturer narrative:
(B)(4). The reported condition was confirmed but not duplicated. The assignable cause was faulty pumphead module. The device will not be repaired at this time since it is a stay-in unit. A follow-up medwatch report will be submitted if additional information becomes available.